Event description:
It was reported that during attempted insertion of the iab, difficulty was encountered passing it through the sheath. As a result of this, the iab was removed and replaced without any complication.